Manufacturer narrative:
(B)(4) the complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in korea that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a (B)(6) facility that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected and leak tested. The the healthcare facility have since advised that the box packaging was opened with a knife but that there was no damage to the circuit. Results: visual inspection identified a cut on the tubing of the expiratory limb. The cut appeared to have been made by a sharp object. Leak testing confirmed a leakage from the observed cut to the expiratory tubing. Conclusion: we are unable to confirm the cause of the observed cut. However based on our investigation, the tubing was most likely damaged during opening of the box. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: "visually inspect breathing sets for damage before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Check all connections are tight before use." "Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death."